Event description:
Allegedly the hip was revised because the modular neck fractured.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility, at this time. Trends will be evaluated. This report will be updated when the investigation is complete.